Event description:
This site was performing scout scans (preliminary scans), in preparation for doing a CT scan. The technician entered in the incorrect position and therefore rec'd images with the wrong orientation. No injury or harm was incurred by the pt as a result of this issue.

Manufacturer narrative:
The site was performing their first sinus scans using a new pt position. The pt was put in the scanner with their face first upright into the scanner thus achieving direct coronal images. These images are superior to reformatted coronals produced from axial scans. However, the techs on site were used to using the canner with the default pt position "head first supine". This is not the proper setting for a direct coronal scan as he image will be labeled wrong (i.e. The anatomy will be flipped from left to right). There was a potential for pt injury (wrong diagnosis, therapy on wrong sinus, etc.). Since this was a f/u scan, the ordering physician noticed the image was reversed and thus potential for injury was avoided. As f/u, the following was done: operators were given add'l training /consultation on this issue to select proper orientation from menu. Site added a marker on pt forehead for next several months to assure no repeat incidents. There were no further incidents. Neurologica changed default position for this site to reflect their most commonly used position. Neurologica made additions to user manual and training to emphasize the entering of proper position. Neurologica checked other sites that were known to scan in direct coronal position to verify proper usage. No other incidents found. Conclusion: operator error: technician entered wrong pt position. Potential for pt injury. No actual injury. User manual and training improved to help prevent any further incident.